Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that ongoing occlusion alarms occurred. Reportedly, the customer the customer loaded the cartridge with cold insulin and did not remove the air from the cartridge during the load sequence. Tandem technical support educated the customer on cartridge and insulin labeling. The customer experienced an elevated blood glucose (bg) level. Bg value not provided. Bg was addressed via manual insulin injection. Customer changed cartridge and infusion set to address the occlusions.